Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the inside of light guide lens was dirty. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, omsc presumed that the event occurred by generated gap at light guide lens glue due to physical stress. - according to evaluation result by local service department, light guide lens was broken. - IFU states caution not to apply physical stress to device. - according to past similar cases, the presumed cause was generated gap at light guide lens glue due to physical stress.